Event description:
Stated that she was implanted with a silicone breast implant in (B)(6) 2016 and started experiencing different symptoms in (B)(6) 2017. Symptoms of shooting pain in the left breast, nausea, and fatigue. Patient had mammogram and test done and results came back negative. In (B)(6) 2020 she started getting very sick and was diagnosed with autoimmune disease, pernicious anemia and the beginning of hashimoto disease. She stated that she is in the process of being determined if she has atrophic gastritis. She also reported that she has low vitamins and now taking medications. She also stated that she is experiencing bloating that gives her a lot of discomfort. She tested positive for parietal cell antibodies. She said she feels a lot better now after the explant of the implants. She further stated that her implants were made in (B)(4) per a representative from sientra because of the serial numbers. She stated that these implants were banned in the (B)(6), (B)(6) and all of europe. She said in 2015 the FDA advised physicians and user facilities to stop using these implants because its toxicity.